Manufacturer narrative:
Investigation summary: a complaint of white matter being found in the drip chamber was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for the provided model number and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris¿ pump module low sorbing set contained foreign matter. The following information was provided by the initial reporter: "one of my staff members presented to me that in the drop chamber of one of your infusion pump sets, there was a noticeable white particulate, while priming an IV during her compounding session."